Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The isi fse replaced the light guide due to the surgeon dissatisfaction with the dark image. The system was tested and verified as ready for use. Isi has not received the illuminator for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed multiple errors occurred during the surgical procedure that were related to the reported complaint. Per the review, it was confirmed that on (B)(6) 2022, the customer was using system serial #(B)(4) during a mitral valve repair procedure. This complaint is reportable due to the following: after the start of the procedure, the customer experienced the image being dark and had illuminator issues. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, an image was dark. The operating room(or) staff called to report surgeon was complaining the image was too dark. The or staff adjusted a new illuminator (which was replaced yesterday) to 100%. The technical support engineer (tse) asked the or staff to confirm light guide was fully seated and tight. The technical support engineer (tse) asked or staff to try another 8.5mm endoscope if possible. Then, the staff was considering replacing the illuminator lamp module. The staff requested field service engineer check light output. The surgeon was continuing with the case robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue happen during the procedure. Ports were placed and the surgeon was at a critical part of the case. The isi field service engineer (fse) replaced the lighting source and bulb.